Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis ambulatory infusion pump was returned for analysis. Visual inspection showed the tamper seal was missing and the lens was damaged. Functional testing involved accuracy testing and showed the device duplicated the reported issue. The investigation determined that the expulsor being out of specification was the cause of the reported issue. The expulsor was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd-solis ambulatory infusion pump failed accuracy by over "+6%." No adverse effects were reported.

Event description:
Additional information was received indicating that there was no patient involvement. The issue was found during the device's annual maintenance.